Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar (fb) tip was broken. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument possibly collided with other instrument or tool during the procedure. The tip was not completely detached from the instrument. There was no fragment falling inside the patient¿s anatomy. No post-operative tests were performed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis investigations confirmed the customer-reported complaint. The instrument was found to have a broken grip at the grip base. A piece of approximately 0.184" x 0.683" was found to be broken off the yaw pulley. The broken piece was returned still attached to the instrument by the conductor wire. No pieces were missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.